Event description:
Femoral access was gained with a 5fr sheath. Images were taken of iliacs. A boston scientific pt extra support .014/300cm wire and (brand unknown) support catheter were inserted. Crossing of the lesion failed, so an astato xs 20 was exchanged, also unable to cross lesion, astato xs 20 tip broke off in the subintimal space of calcified lesion. An astato 30 was also exchanged, unable to cross. An abbott ht command es was exchanged and crossed lesion. A boston scientific sterling 5 x 20 balloon was used, the volcano ivus catheter was inserted for imaging, followed by a j & j smart control 8 x 60 stent with post dilatation using a boston scientific mustang 7 x 60 balloon. Patient was recovered and discharged in normal protocol. No complications were observed.